Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.9.0) installed on iphone 16e (ios 18.6) with mmt1885 780g pump (software ver. 6.7v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. We were unable to conduct a thorough investigation due to the absence of diagnostic logs required for a comprehensive analysis. The most likely cause is that teneo sent incorrect sake keys, possibly due to identifying security issues with the device or connection. In this case, the application functioned as expected and attempted to pair with the provided key. However, since the keys were invalid, pairing was unsuccessful. It is also possible that this was a false positive alarm, and a reinstallation should typically resolve the issue. Steps to resolve the reported issue would include: settings > general > iphone storage > minimed mobile > delete app. By performing this step the customer will remove all the cached information related to the app. Remove the pump from the ios bluetooth settings. Restart the phone. Install the minimed mobile app wait 10 minutes attempt pairing again. If the above steps didn't work, try switching the internet source (e.g. Switch from wifi to cellular) and repeat steps 14 additionally, if the customer reaches out again, please ask them to upload diagnostic logs (menu > about > diagnostic logs > upload logs). This will help us give more personalized recommendations. Issue status: unknown we are proceeding to close this ticket. If the reported issue reoccurs or persists, we kindly request you to provide updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile application. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non- physical device mmt-6102.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.